Event description:
The complainant reported to boston scientific (bsc) in november 2006 that a female patient (age unknown) underwent a diagnostic egd procedure. The radial jaw 3 biopsy forceps was utilized within the stomach, when the physician closed the forceps to take a bite, and the "back of the jaw arm and one of the pull wires broke off." The device was removed and cut out of the scope. The procedure was finished using another radial jaw 3. The physician was not able to locate the detached device. The patient was instructed to come back for a x-ray and did not return. Bsc is not aware of any adverse effect to the patient.

Manufacturer narrative:
The customer indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.